Manufacturer narrative:
All available information was investigated, and the reported clip actuation issues of difficult to close the clip and clip jumpiness were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided and the results of the returned device analysis, a cause for the reported clip actuation issues of difficult to close the clip and clip jumpiness could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced in is filed under a separate medwatch report number.

Event description:
This is filed to report difficulty closing the clip and clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtr clip ((B)(4)) was inserted; however, the physician noticed that the grippers would not lower. It was noted that the gripper lever was retracted beyond the blue line when the gripper actuation issue was observed. It was also noted that due to echocardiography, visibility was poor. Troubleshooting was performed, but the issue was unable to be fixed; therefore, the clip was removed. During preparation of an additional xtr clip ((B)(4)), the physician noticed that while closing the clip, the clip arms became stuck once reaching approximately 40 degrees. The clip then abruptly jumped closed. The physician decided to not use the clip. It was noted that there were no additional xtr clips available to implanted; therefore, the procedure was discontinued. No clips were implanted, and mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.